Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1 gram, frequency and route not reported) and injection meropenem (1 gram, frequency and route not reported). At the time of this report, it was unknown if the patient had recovered from the event. The action taken with dianeal therapy was not reported. Additional information is not available.